Event description:
Boston scientific received information that this pacemaker exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. The patient complained of pain in the pocket area, however during the device check, the device was fine and the impedance was stable. The physician manipulated the pocket and noise was oversensed on the leads. There was no pacing inhibition observed. Upon revision, the leads were dislodged when the physician tried to free the leads with cautery. The right atrial (ra) lead was surgically abandoned while the right ventricular (rv) lead and the device were explanted. Further, the patient had slight pneumothorax and was monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.